Event description:
It was reported that the insulin pump was accidently dropped and the display is fully cracked and the lcd leaked out. It was stated that the display is not readable anymore. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was unable to perform displacement test due to lcd damage. The insulin pump had a cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window.